Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model 3389-40 lot# 0205456991 showed the lead was bent at the #0 electrode. The outer insulation was intact, continuity was acceptable, and no short circuits were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead electrode tip was found to be bent, prior to the implant procedure. No patient outcome was provided. If additional information becomes available, a follow-up report will be sent.